Manufacturer narrative:
Patient information was not provided. The unique identifier (UDI) number has not been provided by the original equipment manufacturer. This information will be provided in a supplemental report if made available. (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate on the reported issue. The service representative tested the system and was unable to duplicate the reported issue. Preventive maintenance checks were completed according to the service manual, including inspection of the stepper motor that opens and closes allowing water flow. The stepper motor screws were lubed and all connections were reseated. The system was found to be working according to specification. As the issue could not be reproduced, a root cause was not determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that the user could not get the heater-cooler system 3t to flow hot water during a procedure. The user attempted to flow cold water and the device still did not work. It was reported that the motors were running even though there was no flow. The device was restarted several times and eventually the device started to flow. There was no report of patient injury.